Manufacturer narrative:
The customer reported the sample will not be returned for analysis. As a result, the clinical allegations against this device cannot be confirmed. No other complaints from this lot have been received to indicate a trend (this is the first complaint). The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the device model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2015 the customer report the sample will not be returned, the product was not returned to the (B)(4) lab.

Event description:
On (B)(6) 2015 the customer reported the inner wire broke during this procedure, it did not support guide of sheath. It was reported there were no patient symptoms or complications associated with this event. The report states that the device will be returned for analysis.

Manufacturer narrative:
The customer reported the device will be returned for analysis, once the device has been received the report will be updated.